Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, the ICD could not be interrogated. As a result, a new ICD was implanted. No patient consequences were reported.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and the device functioned normally. The communication anomaly was lost during analysis, and the cause could not be determined.